Manufacturer narrative:
It was reported that during long-term patient use of the device, a ¿check humidifier communication¿ alarm was recorded (humidifier overheating complaint cross-referenced in (B)(4). Clinically, staff recalled that with fio2 set to 40%, the display rose to ~70% and alarmed oxygen too high; with the humidifier set to 38 °c, the display showed 41.8 °c and alarmed high temperature. The system alternated water-level alarms (too little too much) although the reservoir looked mid-level. Wall o2 was the source. The patient¿s spo2 was 82¿88% with restlessness; the device was removed from use and replaced with another hamilton device, after which spo2 improved to 97% and the patient became more alert. From the log analysis, the "check humidifier communication" was almost always preceded by a "loss of external power" alarm. Most probably there was a problem with the power source (e.g. Power strip or wall outlet) where both devices are connected to, causing the h900 to lose power in conjunction with the device. The device was run for several hours in hiflow at the reported settings and consistently tracked the set parameters without threshold excursions; no oxygen or temperature alerts nor errors were observed. The reported issues were not reproduced. The device passed full service-software tests and general tasks. The device will be returned to the customer. Therefore, no issue could be found with the device in question. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "the humidifier was overheated and there was also a communication issue with hamilton c1(sn (B)(6) during a long-term patient usage. H900 and hamilton c1 are still at customer's site and we need technical advice/support how to proceed repair. The patient had poor saturation, between 82¿88% and was slightly restless". The oxygen percentage kept rising, so we immediately took the device out of use and switched to another hamilton." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.